Event description:
Per information provided: on (B)(6) 2012 patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex patch (device #1). Per operative notes, "the hernia sac was opened to the level of fascia and the incarcerated omentum was excised. The defect was noted and a ventralex patch (device #1) was placed circumferentially and sutured." On (B)(6) 2016 patient was diagnosed with recurrent ventral hernia thereby underwent open repair with partial explant of ventralex patch (device #1) and implant of ventralex patch (device #2). Per operative notes, "the hernia was identified, the superior and right edge of previous ventralex patch (device #1) was disconnected. The sac was excised and a portion of old ventralex patch (device #1) was removed. Adhesions to the anterior abdominal wall was taken down. The defect was noted and a ventralex patch (device #2) was placed into the abdominal wall and sewn with sutures." On (B)(6) 2017 patient was diagnosed with recurrent incisional hernia and multiple adhesions thereby underwent laparoscopic repair with implant of ventralight st mesh (device #3). Per operative notes, "dense adhesions were noted involving previous meshes (device #1 & #2) including a loop of bowel were taken down. Inferior hernia recurrence was noted as some of mesh (device #1 & #2) had pulled away from abdominal wall, these were retacked. A ventralight st (device #3) was placed as an underlay sutured and tacked." Attorney alleges that the patient had adhesions, mesh shrinkage, pain and hernia recurrence. It was also alleged that the patient had revision of previous mesh due to pulling away and adhesions.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, mesh migration, pain thereby underwent revision surgery. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.